Event description:
Sore throat while using invisalign braces. Have had the braces for 17 months. Sore throat was severe before braces were cleaned. Over time dry mouth, sore throat and mile nausea have gained momentum. The braces often fall apart and the symptoms get worse. This may be because the torn edges are sharp and cut the mouth. Twisted teeth. Dates of use: (B)(6) 2010 - (B)(6) 2011.